Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h6. During our evaluation, we concluded that the reported damage was caused by the user, firing through the interlock. The interlock is a safety feature designed to prevent the jaws from closing when a clip is not loaded.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly and the device broke. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.